Event description:
It was reported that the pump does not prime run powers on fine. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. The top case was chipped and cracked. There was check clutch/ plunger lever error in history. The reported issue was duplicated during flow test. The root cause of the reported issue was found to be that the carriage was broken and the tab was broken off the position pot. The reported issue was caused by the customer. Replaced carriage and position pot.